Event description:
It was reported that the device post check the right ventricle threshold had increased on lead. Doctor elected to reposition the lead in the cath lab and the lead was repositioned with no other known issues. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.